Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to the information received by the hospital, the breaks of the ventilator were not locked as required at the time of event. Based on this information it is determined that the user did not fulfill the requirements for the use of the ventilator in an mr-environment. Our conclusion from this investigation is that the unlocked wheels due to an user mistake/error is the root cause to this incident.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was pulled into a MRI unit. There was no patient involvement reported. (B)(4).